Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that 5 bd vacutainer® eclipse¿ blood collection needles' safety shields failed before use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "eclipse is not good fixed on the needle only attached with a pink plastic straw".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 5 bd vacutainer® eclipse¿ blood collection needles' safety shields failed before use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "eclipse is not good fixed on the needle only attached with a pink plastic straw."